Event description:
It was reported that during a wedge resection procedure, when fired initially the stapler cut but didn't deploy staples into the lung tissue. Pulled another device, removed the preloaded blue cartridge and replaced it with er45g (green reload), fired it lateral to the cut line of the original firing. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not available. What other color cartridges were used before and after this event? Blue (first firing), green thereafter. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Not on first firing, not available for subsequent firings. Were any unexpected noises heard? If so, when? Not known. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not known. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not known. Was there any difficulty removing the device from the tissue? No.